Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: other relevant device(s) are: product ID: 960-152, version #: 3.17. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding the navigation system. It was reported that some korean domestic cone beam CT (pointnix, hdx) are not compatible with medtronic navigation somehow, especially fusion and fusion compact, so that demonstration was not able to proceed. The system showed 'no image loaded'. Even though the manufacturer representative (rep) checked it contains one x-ray image, the rep was not able to find the main reason why it does not load in the old system. The issue has not been resolved yet. Additional information received from a manufacturer representative indicated no further actions would be taken. It was confirmed the site that the navigation system in question was not compatible because of the program setting (media io).